Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received lower sensor scan results compared to readings obtained on the ADC device. The customer noted a diagonal downwards trend arrow indicating glucose is falling (between 1 and 2 mg/dL per minute). It is unknown if the customer experienced symptoms and self-treated with insulin (dose/type unknown), then a third party provided glucose for treatment. There was no report of death or permanent impairment associated with this event.